Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A leak in the shaft was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported material rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the proximal to mid left anterior descending coronary artery with 100% stenosis. The decrease in pressure was noted when the balloon of the 4.00 x 28 mm xience sierra stent delivery system (sds) was inflated to nominal pressure. The stent was noted to be malapposed to the lesion at the proximal end of the stent and as a result post-dilatation of the stent was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 4.00 x 28 mm xience sierra stent delivery system (sds) was advanced to the lesion without resistance. On inflation of the balloon of the sds, there was a slow decrease in pressure. The stent was deployed at the lesion and post-dilatation was performed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.